Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, it would not be unreasonable to expect some wear after approx 16 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. The product reported is an obsolete item. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.